Manufacturer narrative:
The reported event of shortness of breath, thrombus, and residual shunt could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2018, a 25mm amplatzer pfo occluder was successfully implanted in a (B)(6) female at (B)(6) hospital. On an unknown date, the patient presented to the hospital with mild shortness of breath and a tte was performed. A residual shunt was noted just behind the pfo device mid septum with a clot noted in the right atrium. The patient was referred for surgical removal of the clot and removal of the pfo device with a septal patch successfully placed to close the defect. The patient recovered and was discharged from the hospital.